Event description:
It was reported that patient received multiple implantable cardioverter-defibrillator (ICD) discharged for atrial tachycardia on (B)(6) 2021. Medications were adjusted. The event resolved on (B)(6) 2021. The patient had history of supraventricular tachycardia (svt). The arrhythmia is not thought to be device related. The patient was started on metoprolol, and ICD was reset so the patient would not get shocked for rate below 180 beats per minute.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. The patient was otherwise asymptomatic, and the arrhythmia did not result in any clinical compromise. The patient was scheduled for a one-month follow-up visit. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 lvas instructions for use lists cardiac arrhythmia as an adverse event which may be associated with the use of heartmate 3 lvas. This document also lists arrhythmia as a potential postimplant complication. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists cardiac arrhythmia as an adverse event which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management," also lists arrhythmia as a potential postimplant complication. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.